Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd part # 338962, serial # (B)(6). Problem statement: customer reported a complaint regarding a biohazard leakage not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 19oct2020 to date 19oct2021. Complaint trend: there are 7 complaints related to the issue of a waste leakage not contained within the instrument. Date range from 19oct2020 to date 19oct2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak not contained within the instrument was due to a worn waste level sensor. The customer had initially reported that they noticed a leakage from their waste sensor due to a broken plastic connector on the part. Since the cstlevey jennings was rising, the customer waited for a new part to be sent in before testing. The customer said that the first 7-color test after installing the new part failed, but the second one was ok. An fse (field service engineer) came onsite for the repair, and started by aligning the blue laser which improved the separation of the different beads. They then ran the 7 color setup 4 times with no issues, and 8 peaks and cst tests with no issues. No parts were requested for evaluation as the replaced part is not returnable and was discarded. Although the leakage was of biohazardous material, the customer confirmed that they did not come in contact with the liquid and were not harmed in any way. Additionally, the leakage was not in the form of a spray and thus did not significantly increase the risk of exposure. This instrument was being used for research purposes at the time of the incident, and thus did not influence the treatment of any patients. Proper daily and monthly cleaning and maintenance can help in maintaining a healthy system, and instructions on these can be found in the ¿maintenance¿ section of the bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2008. Defective part number: n/a. Work order notes: subject / reported: 338962 - bd facscanto ii cytometer 4/2/2 sys ivd - 7 color setup failure problem description: last week we had problem with our waste sensor (leakage) and finally the plastic connection was totally broken and it could not be used. Instead I installed the waste-hose to the air intake at the cork, everything seemed to be good. But as cst levey jennings was rising we did not run any samples, instead waiting for the new waste sensor. It arrived yesterday. Cst fine but 7-color first failed, but after re-run ok. Our 8-peak-control is rising, but ok. We had pm 210927. Se enclosed cst from today and 7-color. My questions: first 7-color problem due to air problem? (Due to the waste sensor). 8-peak problem due to air problem at the time we did our settings, after pm 210927? (Perhaps small leakage from the sensor for a while). Do you think everything is fine with the instrument? Explanation of 7-color fail? Work performed: aligned mainly blue laser; improved separation of the different beads. Ran 7-clolour set up 4 times after adjusting alignment and it passed each time. 8-peak also passed afteradjusting alignment. Cst passed cause: not enough separation. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: a review of the facscanto ii flow cytometer (fluidics) #338960-04ra (version a/revision 1) has identified the cause of a sensor failure in item ¿3. Sheath level sensor for plenum¿. These risks contains the appropriate mitigations and have safety risks within acceptable levels. Item: 3. Sheath level sensor for plenum. Function: 3.1 level sense. Potential failure mode: 3.1.1 level sense fails. Potential effects of failure: 3.1.1.2 plenum overfills - destroys regulator. System doesn't run. Potential cause(s)/mechanism(s) of failure: mechanical failure - float cracks, fills with fluid, sinks. Current controls: 1. Cannot acquire; system stops. 2. Event rate drops to near zero. Recommended actions: for future iterations, suggestion is to replace hollow float with solid one. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Initial sev: 7. Initial occ: 2. Initial det: 1. Rpn: 14. Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn waste level sensor. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn waste level sensor. After reporting the issue initially, the customer installed a new waste sensor and ran tests on the instrument. The fse aligned the blue laser and ran 7-color, 8-peaks, and cst tests with no issue. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that the bd facscanto¿ ii leaked biohazardous waste outside of instrument. Customer is not sure if waste was mixed with decontaminate. There was no user impact. The following information was provided by the initial reporter: last week we had problem with our waste sensor (leakage) and finally the plastic connection was totally broken and it could not be used. Instead I installed the waste-hose to the air intake at the cork, everything seemed to be good. 1. Is the leak fluid or air? Liquid. 2. Was the leak contained within the instrument? No. 3. Was the fluid actively spraying about outside the machine? No. 4. Is leaked liquid type known? Biohazardous or non-biohazardous? Biohazard. 5. Did the leaked liquid have bleach mixed in? Likely yes. 6. Was anyone injured due to the leaked liquid? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd facscanto¿ ii leaked biohazardous waste outside of instrument. Customer is not sure if waste was mixed with decontaminate. There was no user impact. The following information was provided by the initial reporter: last week we had problem with our waste sensor (leakage) and finally the plastic connection was totally broken and it could not be used. Instead I installed the waste-hose to the air intake at the cork, everything seemed to be good. Is the leak fluid or air? Liquid. Was the leak contained within the instrument no. Was the fluid actively spraying about outside the machine? No. Is leaked liquid type known? Biohazardous or non-biohazardous? Biohazard. Did the leaked liquid have bleach mixed in? Likely yes. Was anyone injured due to the leaked liquid? No.